Event description:
It was reported that post a da vinci s thyroidectomy procedure, the patient experienced numbness, due to radial nerve damage.

Manufacturer narrative:
On march 18, 2010, the surgeon reported that the patient experienced motor weakness in her right hand that prevented her from opening her hand. The surgeon also reported that there was no malfunction of the da vinci s surgical system during the procedure, and that he believes the injury to the patient's radial nerve was due to the patient's arm positioning. In addition, the surgeon reported that after 3 months of out-patient physical therapy the patient has fully recovered and sustained no permanent damage. As of march 18, 2010, there have been no reported recurrences of the issue at this hospital.